Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging his wife's onetouch ping meter was displaying inaccurately high results compared to 2 doctor's meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue first occurred on (B)(6) 2013 between 2 and 3pm. The reporter alleged the patient obtained a reading of '104mg/dl' on the lfs meter. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated the patient took her usual dosage of insulin in accordance with the reading obtained on (B)(6) 2012 between 2 and 3pm. The reporter stated on (B)(6) 2012 between 2 and 3pm, the patient developed symptoms of 'shaky, sweating, crying, and acting silly.' The reporter stated the patient self administered glucose tablets or gel on (B)(6) 2012 between 2 and 3pm. The reporter stated on (B)(6) 2013 at 10:30am, the patient was seen in a doctor's office and her blood glucose was measured on 2 different contour meters and readings of '82mg/dl' were obtained. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient self administered too much insulin, developed symptoms suggestive of hypoglycemia and required self treatment. There is no indication that the meter malfunctioned since the time elapsed between the readings does not meet lfs' criteria for accuracy testing.

Manufacturer narrative:
Follow-up: ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.